Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated nonreproducible, elevated troponin I (accutni+3) results. The nonreproducible results were noticed after the instrument generated wash valve motion errors. Review of the instrument's archived data file showed that the accutni+3 results for four patients were affected. The elevated results were not reported out of the laboratory. The customer is not aware of any impact to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The instrument's event log showed wash valve motion errors. Upon inspection, the fse noted wash buffer was not flowing and the wash motor was wet from leaking wash buffer. The fse replaced the wash valve stator, rotor, and motor as well as the wash and precision valve checks. The instrument passed a system check and high-sensitivity system check.